Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2009. More than five months after the procedure, on (B)(6) 2010, mako was informed that the pt had experienced an anterior tibial baseplate collapse.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical. The results of the eval revealed that the likely cause of the event was either poor pt bone quality or contraindicated post-operative activities by the pt. There is no evidence that suggests the rio system or any of its accessories, implant design, or implant plan contributed to the event.